Event description:
Additional information received reported that the patient was denied and MRI, however, the patient¿s programmer showed that the patient was MRI eligible, which was correct.

Event description:
Additional information received reported the patient was supposed to have an MRI the day following this report. The patient had common variable immune deficiency (cvid). Because of her cvid, she would not fight infection. Her blood count could not be checked because she would get false negatives and false positives. Her blood counts were very low. It would possibly not go up when the patient had an infection. The MRI was needed time to time to make sure she was not infected. It was further noted that she loved her device and she was ¿not complaining about the unit at all.¿ the MRI was needed to make sure there was no infection where the lead wires were. The MRI would be performed on the t-spine and l-spine. It was mentioned that the patient was in the hospital on (B)(6) 2014 for pneumonia, food poisoning, a possible spinal infection, and a really bad urinary tract infection. They were unable to do an MRI because the healthcare provider (hcp) was told that the implantable neurostimulator (ins) was MRI-compatible but the lead wires were wrong. It was then that the cause of the event was that the patient¿s devices had not been properly registered and that the patient indeed had a full MRI-compatible system. Additional information received reported that the MRI was scheduled for (B)(6) 2014. She could not get the MRI because she could only have a 1.5t MRI and they were going to do a 3t MRI. The patient was supposed to get documentation for the MRI guidelines showing she could only have a 1.5t MRI but the email of the booklet she received didn¿t state 1.5t. The patient requested information on how to shut off stimulation for more than 20 minutes. It was stated that the information provided to patients prior to surgery was pathetic and the surgery was much more extensive than she was told. No one had warned her of being crippled by infections. She had not had an infection following implant because she took antibiotics before and after surgery. The patient had been noted to have fallen, was in bed for 10 minutes, and then decided to get the stimulator. The patient loved the unit and pain control but the education on the unit was pathetic. She needed an epidural for her upper back pain but the physician would not do it until the MRI was performed to confirm she didn¿t have an infection. No follow-up was required as the MRI was noted to be needed time to time as check-up. This event will be updated if additional information is received.

Event description:
It was reported that a patient needed to do a MRI because of a possible spinal infection. It was noted that the patient was very upset because her device was not compatible with MRI. It was noted that a healthcare professional (hcp) left a message stating that they did not have the records pertaining to the MRI issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97740 (B)(4) implanted: (B)(6)2014 product type programmer, patient pr oduct ID 97754 (B)(4) implanted: (B)(6)2014 product type recharger product ID 977a260 (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-07-24. It was reported that the patient has had 5 infections and ended up in the hospital and they thought they had an infection in her spine, which meant all her hardware would have to come out. These infections occurred in (B)(4)2014. The patient stated that she is 479 times higher risk for cancer, so she has to be able to have an MRI and was assured that she could do so, and now she has a mass on her right breast and sternum and she needs both breasts imaged. She was informed it takes 45 minutes but was told that she cannot be in the MRI machine for more than 30 minutes. She has been in the MRI for an hour and 45 minutes in the past, so she wantsto find out what to do. The patient loves the unit and it does help, but they may have to go back to the pain because they are not going to choose pain control over their life. The patient reported the d evice has been "a blessing and a nightmare at the same time because they need to get an MRI. The patient was informed that they can be actively scanned for 30 minutes at a time, but then must take a break for an hour to avoid heating, and to give the patient and the device/lead wire a chance to cool down before being actively scanned again. The patient indicated that the MRI technician told her it will take 45 minutes to scan each breast. The patient was redirected to follow-up with their healthcare provider. Further, the patient is upset that the tesla strength guidelines (1.5t) wasn¿t gone over with her before she had the device put in and says that 3.0t is "much better image quality" and is generally upset that she was never told what the specific MRI restrictions were before she had the implant put in. The patient indicated she would not have had the device put in if she had known about these restrictions and was upset that the rep never told her. The patient requested MRI guidelines, and they were emailed to the patient. It was advised that he patient follow up with hcp. No further complications were reported/anticipated.